Manufacturer narrative:
The MFR did not receive devices or x-rays. Other source documents were provided (surgical reports). As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown ncb pp prox fem plate, l, 15 h, l 324 mm on (B)(6) 2011 on the left side. On (B)(6) 2012, prior to the bone fusing, the bone plate fixation device failed (fractured). The patient was revised on (B)(6) 2012.